Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the plaintiff is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient had wrongful death. It is also alleged that the plaintiff sustained personal injury, experienced emotional distress and the device was defective.